Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a revision procedure, the right ventricle (rv) lead was capped off. A new rv lead was implanted. No further information was provided.